Event description:
It was reported that during the investigation being performed for MFR report #1644487-2019-02270, a query was created and run through databases for other similar incidents of m1000 generators entering stop-stim state. In this run state, the generator will not deliver stimulation until another interrogation, programming or diagnostics comment is received which will initiate a "run" to restart stimulation. From the query performed, it was found that this generator also entered stopstim state. Investigation into the log files from this office visit indicates that there were a couple communication interruptions during initial interrogation. Once in-session, the ipg was observed to be in manual guided mode. Following the interrogation, it appeared that there was an attempt to lower the programmed therapy by 1 level. Review of the log files showed that this command resulted in the calling of the firmware function ¿configure_override¿ with inputs of 0x000000 . This function is typically called during transition to day/night mode, or when altering day/night parameters such that the ipg must initiate a 15 minute temporary test at the alternate mode settings. Review of the software and firmware code reveals that this is the only time the command should occur in normal operating conditions. Also, review of the code similarly indicates that inputs of 0x000000 would be expected to result in the function terminating with the ipg in stopstim state. Fortunately, additional interrogation performed in the same office visit (elapsed time about 3 minutes) issues the run command, such that the patient left with the device run state operational. At this time, further investigation as to the root cause of this event has remained unsuccessful and is unknown why the "configure_override" function was called during an operation where is shouldn't. It is possible that the communication interruptions during the initial interrogations resulted in ¿scrambled¿ received packets, such that the programmer believed the ipg was in day/night mode as opposed to the manual guided mode it was actually in. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. No additional relevant information has been received to date.

Event description:
Additional investigation concluded that the root cause of the generator disablement was due to a software issue that was identified following a specific sequence of events. For this event to occur, a model 1000 device must be interrogated with an affected model 3000 device, then day-night mode is enabled on that model 1000 generator and the session is ended with out powering off the tablet. Next a second model 1000 device is interrogated using the same model 3000 programmer and has guided mode enabled. Step-up or step-down program operation is attempted which places the generator in stop state. The user will be presented with a programming error and programming will fail and force the user to re-interrogate. If re-interrogation is unsuccessful, the generator will be left in stop-stim (disablement) run state.